Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
It was reported that the patient experienced an infection with swelling around the abutment on (B)(6) 2010, (B)(6) 2011, (B)(6) 2012 and (B)(6) 2013. During the period of the infection, the patient was treated with keflex, fluclox and clidamycin (specific dates not reported). Additional information has been requested but has not been made available as of the date of this report, (B)(4) 2013.